Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was delivering micro boluses even when their blood glucose was in the target range, resulting in low blood glucose. The customer¿s blood glucose level was 94 mg/dl at the time of the incident, and 151 mg/dl at the time of the call. The customer was using pump auto mode at the time of the incident. The customer treated the lows with food and glucose tablets. Troubleshooting was completed but did not resolve the issue. The customer believes the pump is over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with minor scratched display window and case. Device received with faded serial number label. (B)(4).